Event description:
Caller reported a malfunction on the pump, specifically malfunction code 6, but no notable events occurred prior. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, provided reset information, and ensured the sensor was connected. After resetting, the malfunction did not recur, so the caller was instructed to continue using the pump and to load a new cartridge. The caller acknowledged the instructions and was advised to contact support again if the malfunction code reappears.